Event description:
It was further reported per the health care provider that the pump had nothing to do with the patient¿s ¿situation¿ in (B)(6). The patient had numerous medical issues at the time and none were related to the pump.

Event description:
It was reported that this patient had been in and out of the hospital; reason not specified. The patient experienced "excruciating" pain and was unsure if she had been receiving the medicine from her pump. For at least the last couple of months, the patient could not stand up or sit up for a length of time without it taking her breath away. The patient stated due to the pain all she had been thinking about was dying, although she stated she was not going to harm herself. The managing physician was aware of this issue and reportedly had increased the infusion and/or boluses. The patient reported that in the past medication was injected into the catheter under x-ray, although it was not known when. The patient reported that she also had a computerized tomography (CT) scan. There reportedly were no changes to the pocket site. The patient fell in (B)(6) 2012 and broke a rib however, the pain was not bad and the CT of the spine was "fine." The patient was to see her spine specialist on (B)(6) 2013 to evaluate if her back condition was worse. This device system delivered dilaudid.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2009, product type: accessory. (B)(4).